Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with lot 17661794 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
While being prepped, the balloon of the 4mm 4cm 155 saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter leaked air. The doctor thought that there was a problem with the balloon and checked the connection, but same issue occurred. The doctor commented that a hole may be open somewhere in the balloon. Therefore, it was replaced with a same size new saber rx and it could inflate at the lesion, so the procedure was completed. There was no patient injury. The stopcock and an indeflator were connected to the balloon and was deflated. The lesion was the superficial femoral artery and below-knee. The device is expected to be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2, h3 and h6 have been updated accordingly. While being prepped, the balloon of the 4mm 4cm 155 saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter leaked air. The doctor thought that there was a problem with the balloon and checked the connection, but the same issue occurred. The doctor commented that a hole may be open somewhere in the balloon. Therefore, it was replaced with a same size new saber rx and it could inflate at the lesion, and the procedure was completed. There was no patient injury. The stopcock and an indeflator were connected to the balloon and was deflated. The lesion was the superficial femoral artery and below-knee. A non-sterile unit of a saber rx balloon catheter (4mm4cm155) was received for analysis. An unknown stop-cock valve was received attached to the hub of the unit. Per visual analysis, the balloon looks like it¿s been previously inflated. The unit was thoroughly inspected at the naked eye and no other anomalies were observed. Per functional analysis, a balloon inflation test was performed. The balloon was inflated as expected, neither a leakage nor a burst was observed on the balloon. A product history record (phr) review of lot 17661794 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event by the customer as ¿balloon - leakage¿ was not confirmed since the balloon was inflated as expected and neither a leakage nor a burst was observed on the balloon. Vessel characteristics, although unknown, or procedural/handling factors may have contributed to the reported event. According to the instructions for use, which are not intended to mitigate risk, ¿preparation 1. Attach a 3-way stopcock to the inflation port, which is marked ¿balloon¿. 2. Attach a partially filled syringe with heparinized saline to the stopcock, open the stopcock to the balloon and induce negative pressure. 3. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. 4. While maintaining negative pressure close the stopcock to the inflation port. Remove the syringe and purge the air. 5. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed and repeat steps 2-4. 6. Without twisting, slide the forming tube off the balloon. 7. Prepare an angioplasty inflation system with a (B)(4) solution of contrast medium in sterile saline or similar solution. 8. Purge the air from the inflation device. 9. Connect the inflation device to the 3-way stopcock that is connected to the catheter inflation port, open the stopcock to the catheter and slowly fill the inflation lumen and the balloon will slowly fill with diluted contrast medium.¿ neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
After further review of additional information received the following sections b5,g4, g7, h2 and h6 have been updated accordingly. Section b5: addendum for additional information received: the air was deflated when negative pressure was applied. The target lesion was the superficial femoral artery and below the knee. The device was stored, handled and prepped per the instructions for use (IFU). There was no damage noted to the packaging of the device prior to use. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The same indeflator was used successfully with other devices. While being prepped, the balloon of the 4mm x 4cm 155 saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter leaked air. The air was deflated when negative pressure was applied. The doctor thought that there was a problem with the balloon and checked the connection, but same issue occurred. The doctor commented that a hole may be open somewhere in the balloon. Therefore, it was replaced with a same size new saber rx and it could inflate at the lesion, so the procedure was completed. There was no patient injury. The stopcock and an indeflator were connected to the balloon and deflated. The lesion was the superficial femoral artery and below-knee. The device was stored, handled and prepped per the instructions for use (IFU). There was no damage noted to the packaging of the device prior to use. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The same indeflator was used successfully with other devices. The product was returned for analysis. A non-sterile saber rx4mm x 4cm 155 was received for analysis coiled inside a plastic bag. An unknown stop-cock valve was received attached to the hub of the unit. Per visual analysis, the balloon appears to have been previously inflated. The unit was thoroughly inspected at naked eye and no other anomalies were observed. Per functional analysis, balloon inflation testing was performed. The balloon inflated as expected, neither a leakage nor a burst was observed on the balloon. A product history record (phr) review of lot 17661794 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon - leakage - during negative prep¿ was not confirmed by analysis of the returned device. The exact cause of the reported event could not be confirmed. The device performed as intended as functional analysis was performed successfully. No anomalies were observed on the balloon. Based on the information available for review, it is difficult to draw a clinical conclusion between the device and the reported event. However, procedural factors and handling of the device may have contributed to the reported event. According to the instructions for use of the device, which is not intended to mitigate risk, ¿without twisting, slide the forming tube off the balloon. 2. Attach a syringe filled with sterile heparinized saline or similar isotonic solution to the flushing needle. Remove the protection sheath from the flushing needle, insert the needle into the tip of the catheter and flush the guidewire lumen. 3. Attach a 3-way stopcock to the inflation port, which is marked ¿balloon¿. 4. Attach a partially filled syringe with heparinized saline to the stopcock, open the stopcock to the balloon and induce negative pressure. 5. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. 6. While maintaining negative pressure close the stopcock to the inflation port. Remove the syringe and purge the air. 7. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed and repeat steps 4 - 6. 8. Prepare an angioplasty inflation system with a 50% solution of contrast medium in sterile saline or similar solution. 9. Purge the air from the inflation device. 10. Connect the inflation device to the 3-way stopcock that is connected to the catheter inflation port, open the stopcock to the catheter and slowly fill the inflation lumen and the balloon will slowly fill with diluted contrast medium. Caution: do not apply positive or negative pressure to the balloon at this time.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.